Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that they had low blood glucose of 40 mg/dl due to a medication and they treated the low blood glucose with glucose tablets. The customer stated that they had high blood glucose of 500 mg/dl due to an incident. The customer stated that they treated the high blood glucose with manual injection. The customer's blood glucose was 333 mg/dl at the time of call. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.